Event description:
On (B)(4) 2013, it was reported that the patient's vns device had a potential lead break. X-rays were ordered and the device was turned off. Follow up found that the high impedance was observed on (B)(6) 2013 and the device was disabled on that day. X-rays were not available. It is not known if any patient manipulation or trauma occured that is believed to have caused or contributed to the event. Revision surgery will be performed as intervention; however, it has not occurred to date.

Manufacturer narrative:
Device manufacturing records and programming history were reviewed. Review of manufacturing records confirmed the device met all final testing specifications prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.